Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found residue on the lens and no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -11.5/+1.0/100 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault and elevated iop. The problem was resolved. The cause of the event is reported as unknown.